Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Although the pump was not returned, the device logs were provided for evaluation. On the date of the reported incident, (B)(6) 2019 an infusion was started at 2:02pm with a rate set to 99.79 ml/hr (sufent5; 42kg weight; 5mcg/ml; 0.198mcg/kg/min) and 20ml bd syringe. At 2:12pm the infusion was stopped with a volume infused to 16.45ml. At the rate that was programmed into the pump this volume is within the device specifications. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: there was an over infusion of sufentanil. The pump was programmed to run 5 mcg/kg at .2 mcg/kg/hr. It ran 18cc in 2 min. Narcan was given.